Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead received inappropriate shocks. The rv lead was found to be dislodged and a revision procedure was performed. It was noted that the lead was wrapped around the device multiple times and the lead may have dislodged due to twiddler's syndrome. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.